Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1461 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (to remove essure). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded silver metallic coils") and fallopian tube perforation ("essure device protruding through almost perforating the isthmus of the tube on the right side.") In a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of urinary tract infection, vaginal delivery, painful intercourse, dysmenorrhea, heavy menstrual bleeding, pelvic pain, parity 3 and multi gravida. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced embedded device (seriousness criterion intervention required) and fallopian tube perforation (seriousness criterion medically important). The patient was treated with surgery (hysterectomy - uterus, bilateral salpingectomy, cystoscopy.). The reporter considered embedded device and fallopian tube perforation to be related to essure administration. The reporter commented: more than one related surgery- no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.936 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: hysterosalpingiogram: indications: fallopian tube closure device. Findings: fallopian tubes: closure devices are present. Minimal extension of the metallic devices into the endometrial cavity is visualized. No filling of the fallopian tubes is visualized. No free spillage of contrast. Endometrial cavity: no filling defect. Conclusion: closure devices positioned as above. The lack of opacification of the fallopian tubes is consistent with successful ligation of the fallopian tubes. [Pathology test] on (B)(6) 2019: tissues: uterus, nos: uterus, cervix and bilateral fallopia.n tubes. Clinical history: pelvic pain, painful intercourse. Gross description: the bilateral cornua display embedded silver metallic coils which are consistent with essure coil. The fallopian tubes are pink-purple and hyperemic. Final diagnosis: uterus, hysterectomy: cervix- a few nabothian cysts; endometrium proliferative pattern; essure coils in both cornua; myometrium a few foci of adenomyosis; serosa no pathologic diagnosis w. Short segment of fallopian tube resection: no pathologic diagnosis. Long segment of fallopian tube resection: benign paratubal cyst. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device and fallopian tube perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical device removal was updated to embedded device and perforation, reporters, medical history, lab data, patient information, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded silver metallic coils") and fallopian tube perforation ("essure device protruding through almost perforating the isthmus of the tube on the right side.") In a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of urinary tract infection, vaginal delivery, painful intercourse, dysmenorrhea, heavy menstrual bleeding, pelvic pain, parity 3 and multi gravida. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced embedded device (seriousness criterion intervention required) and fallopian tube perforation (seriousness criterion medically important). The patient was treated with surgery (hysterectomy - uterus,bilateral salpingectomy,cystoscopy.). The reporter considered embedded device and fallopian tube perforation to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.936 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: hysterosalpingiogram. Indications: fallopian tube closure device. Findings: fallopian tubes: closure devices are present. Minimal extension of the metallic devices into the endometrial cavity is visualized. No filling of the fallopian tubes is visualized. No free spillage of contrast. Endometrial cavity: no filling defect. Conclusion: closure devices positioned as above. The lack of opacification of the fallopian tubes is consistent with successful ligation of the fallopian tubes. [Pathology test] on (B)(6) 2019: tissues: uterus, nos - uterus, cervix and bilateral fallopian tubes, clinical history pelvic pain, painful intercourse. Gross description: the bilateral cornua display embedded silver metallic coils which are consistent with essure coil. The fallopian tubes are pink-purple and hyperemic. Final diagnosis uterus, hysterectomy: cervix- a few nabothian cysts. Endometrium proliferative pattern. Essure coils in both cornua. Myometrium a few foci of adenomyosis. Serosa no pathologic diagnosis w. Short segment of fallopian tube resection - no pathologic diagnosis. Long segment of fallopian tube resection - benign paratubal cyst. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device and fallopian tube perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.